Event description:
As initially reported by the consumer stating that after putting contact lens eyes became red, painful, swelled and watery. Later on, consumer consulted physician and she was diagnosed with viral kerato-conjunctivitis. The symptoms were bilateral and asymmetric in nature (predominantly on the left eye).the intensity of the symptoms necessitated the introduction of a corticosteroid eye drop in the left eye. Pseudo membranes were also removed on several occasions. After three days consumer visited the physician with complaints of photophobia and decreased visual acuity in right eye. Clinical examination revealed numerous dense nummular central and paracentral subepithelial infiltrates on the right eye, numbering around thirty. On the left, only a few peripheral infiltrates were present. Corrected visual acuity was 4/10 in the right eye and 10/10 in the left eye. The ophthalmologist therefore started eye drops dexamethasone four gram daily and gradually tapering off with combination of dexamethasone and oxytetracycline. After few days there was improvement in visual acuity of the right eye from 4/10 to 6/10 and a clear reduction in the number and density of infiltrates. During that follow up superficial punctate keratitis was diagnosed. The physician requested the consumer to do a follow-up and a second opinion. During another check-up in hospital several nummular lesions with sharp margins but no pull-out in were found in right eye and stage two fibrotic conjunctivitis, upper torsal fibrosis and lower nasal symphepharon, three nummular lesions including two with pull-out effect was found in left eye. Consumer was diagnosed with fibrosing conjunctivitis complicating severe adenovirus conjunctivitis and active nummular infiltrates. Consumer was prescribed with dexamethasone one drop with a frequency of six times a day for one week then four times for one week then three times for one week then two times for one week and finally one time for one week and trehalose three percentage with sodium hyaluronate 0.15 percent one drop two to nine times a day. Ophthalmologist advised consumer to be reviewed in one month with assistant cornea consultation. Currently symptoms are improving. Additional information has been requested but not yet available.

Manufacturer narrative:
H.6. The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. D.4. This is the first of three reports for the same patient involving three different lot numbers of the same product. It is unknown which contributed to the event. Refer to the second and third report filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.